Event description:
It was reported that an oil residue was leaking from the attachment after sterilization. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. This report will be updated if the results require.